Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a failure of the device's lcd screen was observed. The device¿s lcd display was replaced to address the issue. In addition of the above evaluation, the devices m series pollen filter, detachable battery, internal battery, capacitor, battery fan, exhaust fan assembly, stirring fan, 43-micron filter, base enclosure, handle, front enclosure overlay, front panel/keypad led board were replaced. The technician performed final test, battery checking, valve checking, a test run, cleaning and software version was checked, which was not related to the malfunction/issue.